Event description:
This solicited device case from (B)(6) was received on 13-oct-2015 from the patient via patient support program (movimento articulacao). Study ID: patient support program involving synvisc one. This case concerns a (B)(6) female patient who initiated treatment with synvisc one and her blood pressure increased a lot (described as 190x110mmhg) and she experienced pain in knee. The patient's medical history included thyroid cancer (when she was (B)(6) old) and breast cancer (both before therapy with synvisc one). Past drugs, concurrent conditions and concomitant medications were not reported. On an unspecified date, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency, lot/batch number, expiration date and indication not provided), 2 injections in right knee. On an unspecified date, after synvisc one application, the patient presented with pain in knee and her blood pressure increased a lot (described as 190x110mmhg) due to pain in knee. Corrective treatment: not reported for both the events outcome: unknown for both the events reporter causality: not reported for both the events company causality: associated for both the events a pharmaceutical technical complaint (ptc) was initiated and the result was pending. Seriousness criteria: important medical event (patient's blood pressure increased a lot (described as 190x110mmhg)). Pharmacovigilance comment: sanofi company comment dated 15-oct-2015: this case concerns a patient who received two injections of synvisc one at an unknown frequency in right knee and experienced increased blood pressure due to pain in knee. The event of increased blood pressure has been assessed as related to the product since, it is reported that the blood pressure increased due to pain in knee which is an expected adverse effect after therapy with synvisc one. However, the lack of information regarding patient's baseline blood pressure and any predisposing factors e.g. Historical and concurrent conditions that may have led to an increased blood pressure precludes the case assessment.

Event description:
This solicited device case from (B)(6) was received on (B)(6) 2015 from the patient via patient support program ((B)(6)). Study ID: patient support program involving synvisc one. This case concerns a (B)(6) female patient who initiated treatment with synvisc one and her blood pressure increased a lot (described as 190x110mmhg) and she experienced pain in knee. The patient's medical history included thyroid cancer (when she was (B)(6)) and breast cancer (both before therapy with synvisc one). Past drugs, concurrent conditions and concomitant medications were not reported. On an unspecified date, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency, lot/batch number, expiration date and indication not provided), 2 injections in right knee. On an unspecified date, after synvisc one application, the patient presented with pain in knee and her blood pressure increased a lot (described as 190x110mmhg) due to pain in knee. Corrective treatment: not reported for both the events. Outcome: unknown for both the events. Reporter causality: not reported for both the events. Company causality: associated for both the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: important medical event (patient's blood pressure increased a lot (described as 190x110mmhg). Additional information was received on 19-oct-2015. Ptc results were added and text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 19-oct-2015: the follow-up information received does not alter the previous case assessment. Sanofi company comment dated 15-oct-2015: this case concerns a patient who received two injections of synvisc one at an unknown frequency in right knee and experienced increased blood pressure due to pain in knee. The event of increased blood pressure has been assessed as related to the product since, it is reported that the blood pressure increased due to pain in knee which is an expected adverse effect after therapy with synvisc one. However, the lack of information regarding patient's baseline blood pressure and any predisposing factors e.g. Historical and concurrent conditions that may have led to an increased blood pressure precludes the case assessment.